Event description:
The customer reported that the tip broke during surgery. The event required removal of the broken piece from patient using forceps. During the change of the new tip the handpiece broke. The procedure was completed using competitor's device. No patient injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info. (B)(4).